Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have received change sensor alert and threshold suspend alarms. The customer's blood glucose level was 178mg/dl, but the customer did not know their sensor reading. The customer states the alarm occurred during stabilization. Troubleshoot was conducted. The customer was provided with reasons for sensor error. The customer had just eaten so they expected their blood glucose levels to be unstable for a while. The customer was advised to monitor the device and call back if issues persist.